Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that her mum¿s onetouch ultra mini meter was reading inaccurately high compared to another meter (relion prime). The complaint was classified based on customer service representative (csr) documentation. The reporter stated that they first became aware of the meter issue around 4 am, on (B)(6) 2018, alleging that her mum obtained an alleged inaccurately high blood glucose result of ¿253 mg/dl¿ on the subject meter compared to ¿222 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient manages her diabetes with a combination of medication, including insulin (self-adjuster), and that she made no changes to her normal diabetes routine in response to the alleged inaccuracy. The reporter alleged that after the alleged meter issue began, she developed symptoms of ¿feeling sweaty, clammy and passed out¿. A blood glucose reading of ¿70 mg/dl¿ was obtained on the subject meter, at the time of the symptoms. The reporter confirmed that her mother did not require or receive any treatment or intervention in response to the symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr noted the patient did not have control solution, and the calibration could not be validated. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.